Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. The patient was treated with unspecified medication at home. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were unknown. No additional information is available.

Manufacturer narrative:
B3: the event occurred on an unreported date in (B)(6) 2024. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow-up, it was reported that the patient experienced bacterial peritonitis. There was no recurrence of peritonitis. Should additional relevant information become available, a supplemental report will be submitted.